Manufacturer narrative:
The zealand pharma (B)(4) assessor spoke with the vgo user who reports she was hospitalized for four days for uti and hyperglycemia. She reports that pre-vgo she was on tresiba 22 units daily and glipizide 1-2 per day depending on her food intake. Pre-vgo bg range reported as in the mid 100s. The hcp started the vgo user on the vgo 20 with only 1 click per meal and discontinued the tresiba and glipizide. The vgo user reports that after her first week on vgo she noticed her bg values were elevated into the upper 100 and mid 200 range. She reports the hcp did not provide any further instruction on bg mgmt. She reports she was bitten by an insect in (B)(6), had an allergic reaction and required an antibiotic along with prednisone for the insect bite. She noticed that her bg on prednisone went up into the upper 200 and lower 300 range; she states her hcp did not provide her bg mgmt. Instructions for the hyperglycemia. Prednisone and the reaction to the insect bite could contribute to hyperglycemia. When the vgo user stopped the prednisone and the antibiotic and noticed her bg values remained elevated and in (B)(6) she developed a uti and was prescribed phenazopyridine. The vgo user believes the elevated bg caused her uti. On (B)(6) 2020 the vgo user felt "sick to the stomach (nausea), hot and sweaty" and her bg was 600 so she went for a 30 minute walk. Patient bg did not immediately decrease.

Event description:
The patient reported had high blood sugar at 1am on (B)(6) 2020. Before going to bed patient measured a 175 at about 11:30pm. Patient measured 600 at 1am, felt hot and sweaty. Patient went for a walk for half an hour around her complex and this brought her down to a 194. Patient was still hot and sweaty. A normal blood sugar for the pateint is 140. Patient has also been on prednazone and antibiotics for a urinary tract infection. Patient was on phenazopyrizine. Patient stated hcp is out for christmas and this morning, (B)(6) 2020, patient felt nauseous.